Manufacturer narrative:
The insulin pump passed displacement test, rewind test, and basic occlusion test, no unexpected motor error alarms noted during testing. The insulin pump was unable to prime during prime test due to moisture damage on force sensor system. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. Motor oil leak was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer treated with the pump. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.